Event description:
It was reported to ventec that while using a transfer lift to move a patient the vocsn patient circuit was stretched, causing the circuit's blue outer plastic to separate from its clear inner tubing. As a result, whenever the patient circuit was put under any stress (i.e. Pushed, pulled or moved to the side) the circuit would kink, compromising ventilation. There was patient use associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the user facility did not provide the device's serial number, or the part number and lot number of the patient circuit involved. As a result, (model number, catalog number, serial number, lot number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.

Manufacturer narrative:
A respiratory therapist at the facility provided ventec with a video which showed the damage, and confirmed when the patient circuit was put under any stress (i.e. Pushed, pulled or moved to the side) the circuit kinks and ventilation was compromised. The facility also confirmed that the damage to the patient circuit occurred when personnel were using a transfer lift to move the patient. Personnel did not consider the patient circuit tubing while moving the patient and, as a result, the tubing stretched significantly causing the blue outer plastic to separate from the clear inner tubing of the circuit. The damaged patient circuit was not returned to ventec for evaluation. Based on the information available, ventec's investigation determined that the cause of the reported issue was user error. The facility advised that the physical damage to the patient circuit was occurred during and due to their attempts to move the patient. Furthermore, the vocsn clinical and technical manual [page 165] advise healthcare personnel or caregivers to "inspect all accessories including your humidifier or hme, nebulizer, external bacterial filter, and any other accessories for signs of damage. Discontinue use and replace any damaged ventec one-circuit accessories immediately."